Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the clinician did not press stop for the initial doppler test after calibration. The clinician then noticed retrograde flow and the orange symbol immediately after insertion. After further insertion, the clinician got a green symbol but saw back pressure in the PICC and noted retrograde flow on the doppler. At which time, the clinician knew she had an arterial placement. The PICC line was immediately removed. She waited 15 minutes and reinserted in the patient's same arm and obtained a blue bullseye. A chest x-ray confirmed correct catheter placement. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4) correction: date of report was omitted in initial report. That date (12/16/2015) has been added. The initial report was submitted on 1/5/2016. Investigation results: the reported event was confirmed by analysis of the provided patient data case (B)(4). The console was not returned for evaluation. A vps senior algorithm scientist analysis of patient case (B)(4) identified several examples of the clinician failing to follow the guidance provided in the provided instructions. The root cause of this event is use error. An customer in-service has been requested.